Event description:
It was reported a clip was placed at a site in the patient's breast, an x-ray was taken and a small piece of plastic was noticed on the x-ray, near the site of the clip. The doctor completed the case at that point and scheduled another case to excise the plastic piece from the patient's breast for analysis. No patient consequence occurred.

Manufacturer narrative:
Date sent: 04/03/2009. Evaluation summary: the analysis results of the mam3001 found that only a plastic piece with tissue was returned for analysis; the mammomarker was not returned. The origin of the plastic piece could not be determined. Complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on additional action required. Refer to the applicable franchise CAPA council meeting minutes for additional information. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. As the device was not received for analysis, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.